Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) presented with a steady increase in pacing impedance measurements and a decrease in r-wave amplitudes. Defibrillation threshold (dft) testing was performed to test the integrity of the system. The results of the testing were normal. No adverse patient effects were reported. The rv lead and ICD remains implanted and in service. Additional information was later reported that the pacing impedance measurements have continued to increase while the sensing as decreased. The physician suspected that the rv lead had fractured. A revision was performed and this rv lead was capped and successfully replaced. No additional adverse patient effects were reported. The ICD remains implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.